Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products; associated mdrs #1225714-2014-05368, 1225714-2014-05369 and 1225714-2014-05350.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2009 after the use of the product.